Event description:
Received the following information through the patient tracking department. On (B)(6)2022, a patient received a carbomedics top hat valve s5-023. As reported, the patient passed away at a later date (exact date and cause unknown). No other details about the patient, event or allegation of any device dysfunction have yet been received from the site. Manufacturer was informed that no further information can be provided.

Manufacturer narrative:
No indication of device explant.

Manufacturer narrative:
A complete manufacturing and material records review for the cphv valve s5-023 has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. Based on the limited information available, the definitive root cause of the reported event cannot be established at this time. However, from the document review performed, no manufacturing deficiencies were noted. Should further information be received in the future, a follow up will be provided.